Event description:
On (B)(6)2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) male patient received 80 ml of optiject 300 (ioversol), injected by an automatic injector at a flow rate of 2.5 ml/sec into the elbow crease for CT scan of abdomen and pelvis on (B)(6) 2010. During optiject administration, the patient experienced injection site extravasation (lower than 30 ml). The patient was treated with an alcohol dressing. The final outcome was recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2010. The injector was not evaluated by covidien service after this event occurred. A preventative maintenance was performed on this unit 11 months later and proper operation was verified.